Event description:
Neuro-interventionalist was attempting to remove clot from pt's left mca with 3d revascularization device. Device was left in clot for 5 min and upon trying to retrieve the device, the 3d revascularization device "unraveled and detached within ace 68" and was left in the pt's mca.